Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectal resection, on the 4th firing, due to tissue thickness, the stapler fired halfway. Staple line was needed to be manually sutured by the surgeon.